Manufacturer narrative:
This case was assessed as reportable to the FDA as the event, dupuytren's contracture, was deemed to meet serious injury criteria of resulting in permanent impairment of a body function or permanent damage to a body structure. The device history record could not be reviewed as the lot number was not reported.

Event description:
This report was received from the us FDA on 21-jan-2020. The report was submitted to the us FDA in december 2019 by a patient via the FDA's medwatch program (mw5091946). The female patient was injected with 1.5cc of radiesse in 2019 to the cheek bone area for the indication of adding fullness. Concomitant medications reported as estrogen patch twice weekly, vitamin c, vitamin d3, and a multivitamin. Three days post injection, a hard bump appeared in the palm of the patient's left hand, clarified as along the tendon of the ring finger. The bump continued to get larger and affected the bottom of the patient's palm, along the same tendon on the left hand. According to the patient's research, this reaction is called dupuytren's contracture. The patient denied changes to diet or lifestyle. In the opinion of the patient, radiesse caused this reaction and hand surgery will likely be needed as a result.